Manufacturer narrative:
Complaint number: (B)(4). Received 50pc 450096/16e30 for evaluation. We have no further inventory of the material/batch. We have no further complaints on material/batch. We forwarded the complaint and samples to our supplier for their investigation and comments. A review of the production documents of the concerned material/batch reveals no documentation which indicates a deviation. Retain samples and customer samples were visually inspected and no defects were observed in the safety lock parts for any of the checked samples. The safety mechanisms were activated. They were found to work properly and lock with audible click. The locked protectors were manually manipulated but the safety lock mechanisms did not release back. Functional testing was performed. Move force, pull force between hub and protector (after lock) and return force (after lock) were all measured; all results were within specification. The complaint could not be confirmed.

Event description:
Customer states: "the patient was moving excessively. Phlebotomist performed a vp using the butterfly and a vacutainer. The butterfly was not sheathed at the time of pulling out of the arm. When the needle was sheathed the phlebotomist heard the click. When placing in the sharps container the tip of the butterfly was sticking out just a bit and stuck the phlebotomist."